Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular treatment was being performed when the issue occurred and was completed by using another c-arm, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not booting up. The review of system log files showed the system lost all power, cause of the issue was power supply. Upon troubleshooting, the fse found the external ups had a bad connection on incoming power terminal. To resolve the issue, certified electrician performed the electrical repair of ups, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unexpectedly lost power. The user was unable to use the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.